Manufacturer narrative:
Device not returned.

Event description:
Defibering of the end of the guidewire. It was impossible to remove the guidewire. The guidewire was removed surgically. The catheter was used incorrectly and the doctor had no experience with the treatment procedure. Hospital did confirm it was user error.